Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and their nurse reported via phone call of hospitalization for high blood glucose of 600mg/dl and a no delivery alarm. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was also 600 mg/dl at the time of the call. Customer indicated that the issue was resolved by a complete set change. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined further high blood glucose troubleshooting. No further assistance necessary.